Manufacturer narrative:
(B)(4). Date sent: 2/19/2021. D4: batch # u5ak28. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned outside its original package and no packaging was returned for analysis. Due to the condition of no packaging returned for analysis, no visually inspected could be performed to evaluate the incident reported. It could not be determined what may have cause the reported event. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Event could not be confirmed as no packaging was returned for analysis. The reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that before a gastric bypass procedure, it was noted that there was a bug in the plee60a packaging between the plastic inserts. This was before the case. The device was changed and the case was completed successfully. Surgery was not delayed, procedure was successfully completed, and there was no patient consequence.